Manufacturer narrative:
The technician replaced both foot end casters and performed a function check to repair the bed.

Event description:
Info received indicates the foot end of the stretcher would brake but the casters would continue to swivel.